Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported that a lens was implanted with only one haptic on it during an intraocular lens implant procedure. At some point the lens/haptic dislocated. The lens was re-sutured into iris in 2006. The lens then dislocated and had to be exchanged for a new lens implant twenty years after the initial procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned. Solution and blood are dried on the lens. One haptic is broken. The second haptic is fractured-gusset area. The optic is scratched. The root cause could not be determined for the dislocation. Lens damage was observed that is most likely related to the second explant procedure. The manufacturer internal reference number is (B)(4).

Event description:
After further review of the source documents, there is no mention of a broken haptic during the original surgery in 1996. Again, during the second procedure in 2006, there was no broken haptic. "The haptic was grasped and attempts at placing the suture through this caused a strain on the other suture that subsequently broke." The suture broke, not the haptic.

Manufacturer narrative:
(B)(4).

Event description:
A vitrectomy was performed at the same time that the lens was re-sutured into the iris.